Event description:
It was reported that this pacemaker exhibited oversensing which caused false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the available data. The patient was recommended to follow up with the physician. This pacemaker remains in service. No adverse patient effects were reported.